Event description:
It was reported by the customer that a pyxis medstation es system had hardware failure. Tower door 8 was double clicking. The user mentioned that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the tower door 8 clicking. A field service engineer replaced the latch sensors in order to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.